Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Abscess formation in the abdomen, where she injects insulin [injection site abscess]. Multi-use needles [multiple use of single-use product]. Itching on the inner thigh [injection site] [injection site pruritus]. Case description: this serious spontaneous case from pakistan was reported by a consumer as abscess formation in the abdomen, where she injects insulin(injection site abscess)" beginning on (B)(6) 2019, "multi-use needles(multiple use of single-dose product)" with an unspecified onset date, "itching on the inner thigh [injection site](injection site itching)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "type 2 diabetes mellitus", and ryzodeg flextouch (insulin aspart 0.18 umol/ml, insulin degludec 0.42 umol/ml) from (B)(6) 2017 and ongoing for "type 2 diabetes mellitus" (dose and frequency 20 iu, bid). Patient's height: 162 cm. Patient's weight: (B)(6). Patient's bmi: 27.435. Dosage regimens: ryzodeg flextouch: 01-oct-2017 to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus (duration was not reported). On (B)(6) 2019, the patient developed abscess formation with symptoms of itching and redness on the abdomen, where she injects insulin, due to which the patient was hospitalized and underwent surgery on same day to remove the abscess. The patient was discharged on (B)(6) 2019. After surgical removal of the abscess, event discontinued on the abdomen. It was reported that the patient re-used the needles and it was suspected that the event may be due to multiple use of same single novofine needle. The patient had recovered from the condition and changed the insulin injecting site. On an unknown date, the patient developed itching on the inner thigh few days after changing the insulin injecting site to the thigh. Itching on the inner thigh occured occasionally. The patient was using antibiotics from eight days as of date of initial report for her current condition. The patient used the suspected product regularly. The patient injected vertically into flat skin on abdomen and fold skin on thigh. Batch number of suspect products were not available. Action taken to novofine 6mm (31g) was not reported. Action taken to ryzodeg flextouch was not reported. The outcome for the event "abscess formation in the abdomen, where she injects insulin(injection site abscess)" was recovered. The outcome for the event "multi-use needles(multiple use of single-dose product)" was not reported. The outcome for the event "itching on the inner thigh [injection site](injection site itching)" was not recovered. Company comment: injection site abscess assessed as an unlisted event and injection site itching listed according to the novonordisk current company core data sheet (ccds) on ryzodeg flextouch. It was reported that the patient multi-used the needles, which was suspected to be the causative factor for the events. However, patients with type 2 diabetes are at increased risk for infection, including skin and mucous membrane infection. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg flextouch. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes:

Event description:
Case description: the outcome for the event "multi-use needles(multiple use of single-use product)" was not reported. Investigation results: name: ryzodeg flextouch, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novofine 6mm (31g), batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following information was updated: added investigation results for ryzodeg flextouch and novofine 6mm (31g). Manufacturer's comment updated. Narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Company comment: 04-dec-2019: as the device (novofine 6mm (31g)) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(6). Injection site abscess assessed as an unlisted event and injection site itching listed according to the novonordisk current company core data sheet (ccds) on ryzodeg flextouch. It was reported that the patient multi-used the needles, which was suspected to be the causative factor for the events. However, patients with type 2 diabetes are at increased risk for infection, including skin and mucous membrane infection. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg flextouch. H3 continued: evaluation summary investigation results: name: novofine 6mm (31g), batch number: unknown. No investigation was possible, because neither sample nor batch number was available.